Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, the pacing system was implanted and the patient was hospitalized since then. Reportedly on (B)(6) 2018, the pacemaker was unexpectedly found reprogrammed in the following parameters; vvi, 70min-1, 5v, 0.5ms. The emergency button was likely not pressed and no message stating that emergency programming was successful was observed on the programmer screen. In addition, it was observed that a mode switch episode was recorded in the device memory on (B)(6) 2018.

Event description:
On (B)(6) 2018, the pacing system was implanted and the patient was hospitalized since then. Reportedly on (B)(6) 2018, the pacemaker was unexpectedly found reprogrammed in the following parameters; vvi, 70min-1, 5v, 0.5ms. The emergency button was likely not pressed and no message stating that emergency programming was successful was observed on the programmer screen. In addition, it was observed that a mode switch episode was recorded in the device memory on (B)(6) 2018.

Manufacturer narrative:
Preliminary analysis confirmed that the pacemaker was found with nominal mode settings on (B)(6) 2018. The switch in nominal mode most probably resulted from a user action.

Event description:
On (B)(6) 2018, the pacing system was implanted and the patient was hospitalized since then. Reportedly on (B)(6) 2018, the pacemaker was unexpectedly found reprogrammed in the following parameters; vvi, 70min-1, 5v, 0.5ms. The emergency button was likely not pressed and no message stating that emergency programming was successful was observed on the programmer screen. In addition, it was observed that a mode switch episode was recorded in the device memory on (B)(6) 2018.